Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited r-wave amplitude variation and high capture threshold. Chest x-ray was performed and revealed rv lead dislodgement. The rv lead was explanted and replaced. There were no patient consequences.